Event description:
It was reported that a thrombus and pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and upon release, patients blood pressure decreased. At this time, a pericardial effusion and a thrombus was noted in the posterior pericardium via echocardiography. Activated clotting time was 266 seconds. A pericardiocentesis was performed and 400 cc of blood was aspirated. In order to remove the thrombus, a pericardial window was performed. One unit of blood was transfused to the patient. Once the pericardial effusion and thrombus resolved, blood pressure normalized. Pericardial drain was left in place overnight. No further complication occurred and device remains in service.